Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rings of an unspecified coupler popped out of the anastomotic instrument. This issue was identified during surgery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.